Event description:
The pt reported that at 3:20 am on (B)(6) 2010, after wearing the device for about four hours, the occlusion alarmed went off. She deactivated that device and placed a new one per user instructions. Her blood glucose at that time was 360 mg/dl. She checked for ketones and paged her doctor, who recommended that she go to the emergency room. At 4:30 am at the emergency room her blood glucose measured 442 mg/dl. The device was removed and she was injected with 22 units of insulin. The doctor told the pt that the hospital thought she had high blood glucose because the device was not delivering any insulin. The pt requested that her unused product replaced because the doctor does not want her to continue using her current box of omnipods.

Manufacturer narrative:
The product was not returned for evaluation. No conclusion can be drawn about any potential malfunction, deficiency or other product condition that may have contributed to the pt's high blood glucose. The lot qualification records were reviewed; the lot met all qualification criteria. The omnipod user's guide emphasizes the importance of frequent blood glucose monitoring to detect problems early and treat them promptly. It also cautions the user to change the insertion site with each new device as using the same location repeatedly may reduce insulin absorption.